Manufacturer narrative:
Incorrect medwatch form mfg report number was entered. Should be report number 1721194-2018-00006f1. During visual inspection no abnormalities were found during visual inspection. The device was functionally tested and was found to be performing within specification and no defects or malfunction was found.

Manufacturer narrative:
A review of the device history record shows this product was originally manufactured to specifications and there is no evidence of device defect or malfunction. A review of product history reveals this device to be a reliable component of electrosurgery and there is no evidence to suggest a device defect or malfunction. Megadyne determined to report based on the information that a burn had occurred. Megadyne had requested additional information and made requests for the device to be returned for further investigation and evaluation.

Event description:
During procedure, dr. (B)(6) felt that the coag was not being effective on setting 25, so he asked circulator to turn up to 35, it was better but not quite to his satisfaction. Case was completed and dr. (B)(6) had left the room. As nurse care was taking care of 2 year old patient, taking care o EKG leads, there was a small noticeable blister on one of the areas where the EKG was placed. Dr. (B)(6) was called back to the operating room and he observed what the team called small burn/or blister. Visual inspectin of megasoft pad shows no wear or any hole/tears in pad. Procedure was complete when incident was noticed and reported.